Event description:
That the patient had no hearing sensation. Telemetry testing revealed poor coupling, the device had malfunctioned.

Manufacturer narrative:
Conclusion: it was determined that the primary failure mode of this device was due to humidity ingress into the housing through micro-leakage. This is a final report.